Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a delta shunt on (B)(6) 2015. After surgery, the doctor found that the shunt was overflowing. According to the report, the doctor performed surgery to tighten the distal of the valve however, the patient's ventricles increased in size and intracranial pressure increased. It was reported that the valve was explanted on (B)(6) 2015.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, leak, and pre-implantation testing. It did not meet the requirements for siphon testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).